Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The complaint indicated that the nurse activated the pbbcs outside the vein. As stated by bd's instructions for use: activation of the device while the needle is still in the venipuncture site is recommended. Activation of the device after the needle is removed from the site should be performed away from self and others, since external blood droplets/IV fluid droplets may result.

Event description:
It was reported that after the venipuncture, the bd vacutainer® push button blood collection set with pre-attached holder was activated outside the vein and blood splatter occurred during use. The following information was provided by the initial reporter: "push button blood spatter after vena punction the push button was activated but when activated blood spatters occurred. Activation outside vein."